Event description:
The customer reported that when turning the equipment on they get a message stating that the equipment needs svc. The power selector was malfunctioning and when it was off it made a sound every once in a while.

Manufacturer narrative:
(B)(4). The customer reported that when turning the equipment on they get a message stating that the equipment needs svc. The power selector was malfunctioning and when it was off it made a sound every once in a while. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.